Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
Correction: customer stated " confirmatory testing was done with sofia sars antigen test."

Manufacturer narrative:
Correction b5: "confirmatory testing was done with sofia sars antigen test" added to b5.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The user reported a false positive result with the binaxnow covid-19 ag card. The user confirmed there was no harm due to the test results. Additionally, the user confirmed there was no delay or impact to treatment. Additional information has been requested but has not been provided.